Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced lead migration due to a fall. Subsequently, the patient underwent a lead replacement procedure on (B)(6) 2015 . However, the physician was unable to implant the replacement lead and the procedure was abandoned (reference MFR. Report#: 1627487-2015-23389). Therefore, both of the patient's original leads remain in place.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).